Manufacturer narrative:
A ge service representative performed an on site investigation. The software was backed-up and restored. The system wa tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There si sno report of injury or death associated with the event described in this complaint.